Event description:
A report was received that the ipg was having telemetry issues. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the ipg was having telemetry issues. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further information can be obtained by bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the ipg was having telemetry issues. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the ipg was having telemetry issues. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the ipg was having telemetry issues. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)): device evaluation indicated that the ipg passed visual, electrical, performance, and photographic imaging tests performed. The complaint of telemetry anomaly was not confirmed. Device was charged, then tested with multiple remote controls and was able to perform all telemetry functions. In particular, device was tested per cis department communication protocol loop test which measured telemetry functions from a test remote control sending both large and normal packets of data. Device exhibited normal telemetry functions.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure.